Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited lead impedance measurements greater than 2500ohms in bipolar and unipolar configurations. The pacing threshold was observed at 4.0v @ 1.0ms. No adverse patient effects were reported.

Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited lead impedance measurements greater than 2500ohms in bipolar and unipolar configurations. The pacing threshold was observed at 4.0v @ 1.0ms. No adverse patient effects were reported. Information was subsequently received that this lead was explanted. No adverse patient effects were noted.

Manufacturer narrative:
Technical services discussed the possibility of lead fracture and recommended a replacement. No additional information is available at this time. If additional information becomes available, this event will be updated. The product has not been returned. If returned, or if additional information becomes available, this event will updated.